Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedances of greater than 2000 ohms. The lead configuration was changed to tip to ring to try and alleviate these issues. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.